Event description:
(B)(6) clinical study. Same case as 2134265-2012-03299. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. Lesion 1 was a de novo lesion located in the mid left anterior descending artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was a de novo lesion located in the mid right coronary artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 24 mm taxus liberte stent, with 0% residual stenosis. The 90% stenosis in the circumflex was treated with balloon angioplasty resulting in 20% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and shortness of breath. During a previous hospitalization in (B)(6) 2011, a echo revealed moderate mr with severe lv dysfunction and cardiac catheterization had revealed severe 3-vessel cad with severe lv dysfunction. In (B)(6) 2011, the patient underwent 3-vessel coronary artery bypass grafting with lima to lad reversed sequential svg's to om1 and rplv. The event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).